Event description:
Boston scientific received information that a lead revision was performed after it was discovered that this right ventricular (rv) lead had perforated the heart. No other adverse patient effects were reported. The rv lead was successfully repositioned and remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.